Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Upon return, the super arrow-flex (saf) sheath was noted on the iabc. The one-way valve was noted tethered to the short driveline tubing. The iabc bladder was fully unwrapped. The hemostasis cuff (distal) was noted disconnected from the cath-guard and was noted missing from the iabc. Multiple kinks to the iabc central lumen were noted at approximately 32.3cm, 43.8cm and 51.6cm from the iabc distal tip. Spots of dried blood were noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The sample was likely cleaned prior to the return. The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0063in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was connected to an iabp with a lab inventory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The pumping was initiated. The pump triggered a "helium loss 3, subcode 2" alarm within 3 minutes after the pump was initiated. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, a leak site consistent with contact from a sharp object was noted at approximately 2.3cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 32.4cm, 43.9cm and 51.6cm from the iabc distal tip, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "pump alarmed the balloon cannot inflate completely" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder, which resulted in a helium loss alarm and incomplete inflation of the balloon. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported " after the catheter inserted, the pump alarmed the balloon can not inflate completely. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "after the catheter inserted, the pump alarmed the balloon can not inflate completely. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).